Manufacturer narrative:
The device intended for use for treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed and the reported problem was confirmed. The gears will not move by hand. The handpiece test was completed where the t1 torque value was 98. The handpiece was then sterilized, and another handpiece test was run and the t1 torque value was 98. This is indicative of motor failure. The snap lock was removed to isolate the motor and the motor still could not be manually moved. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the handpiece and failure mode(s) "jamming / seizing" identified similar events. The most likely cause of this event is the mechanical failure of the motor. Further investigation into the reported failure is being conducted to determine if additional actions are required.

Event description:
It was reported that during preventive maintenance handpiece will not operate during handpiece test. And gears cannot be moved. No patient involved.